Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customers' daughter said her mom complained about itching and burning, her mom is also on an antibiotic, so she is calling the doctor. She also asked if we had a cap to put on the end when they are not using and a wick is not on the end.